Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that station not communicating with server, not showing up at all in remote smart service. A field service engineer (fse) checked network adapters and found one showing network cable unplugged and speed and duplex were set to 100 mega bites, reset to auto-negotiate and network connection was restored. Medstation synchronization status showed message transfer, but station didn¿t appear in remote smart service (rss). Fse reinstalled software but got server not found error and deleted atlas registry key no change. Fse enabled wifi and connected via hotspot, station showed online in rss and switching back to wired made it go offline again. Station was synchronizing and online via wifi. The customer follows up with it on network configuration to resolve the issue. The system functioned as intended after the field service engineer repaired the device.